Event description:
It was reported that according to the operating surgeon, there is a material defect in the screwdriver, because the device was used today and is now defective. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-8610d-25 batch 60451927 was received for investigation. A visual evaluation revealed that the driver¿s tip was twisted. Functional testing was not performed due to the damage to the device. The most likely reason for the reported failure is wear and tear damage incurred from repeated usage. The driver was manufactured on august 30, 2019.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry of the distal tip was broken off. (Damaged) functional testing was not performed due to the damage to the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause of the reported and observed failure is user error. Specifically, the error involved applying excessive force, leading to over-torquing or over-engaging the driver within the screw head.

Event description:
Update avoe 08-nov-2024: it was confirmed that during a metal-removal surgery the screwdriver did not grip the screw. The incoming goods picture shows a deformed tip of the device, which can only occur during use of the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. All metall parts could be removed from the patient.